Manufacturer narrative:
Review of the batch manufacturing records indicate that packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "a couple of doses of cement had broken during shipment from hospital". Update (B)(6) 2018: per reporter, it was the liquid ampoules which broke.

Manufacturer narrative:
An event regarding packaging damage involving a simplex unit carton was reported. The event was not confirmed. Conclusions: the reported device was not returned or a photograph of the damage to the packaging/product provided, therefore the reported event cannot be confirmed. The customer reported that the unit carton was damaged during transit. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received. If product and/or additional information becomes available this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
As reported: "a couple of doses of cement had broken during shipment from hospital". Update 03/05/2018: per reporter, it was the liquid ampoules which broke.